Manufacturer narrative:
Correction: the date in supplemental report 001 for 2184009-2025-01192 in g3 (date MFR rec) should have been the (B)(6) 2025 instead of the (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: device evaluation summary: visual inspection shows evidence of a void in the top cap bond. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was not able to be performed, with the void in the top cap bond the o2 was venting through the gap and not through the fibers providing for poor gas transfer performance. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardiopulmonary bypass with the fusion oxygenator, the patient's co2 (carbon dioxide) saturation was high at the beginning and throughout the procedure, with a pco2 (partial pressure of carbon dioxide) measurement of 96mmhg, and the patient's blood pressure dropped to 53mmhg. Despite attempts to flush out the co2, the pco2 value did not decrease. Measurement of pco2 and blood pressure was conducted. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the priming solution that used was used by the facility for years contained 1000 ml of crystalloid (pwe, sol.ringeri, plasmalyte, etc.), 250 ml of mannitol, and 250 ml of colloid (e.g., gelaspan). Heparin was also added to the priming solution, 2 ml (10,000 iu). It was stated that during the procedure the necessary anesthetics were used (e.g., pavulon, fentanyl, propofol). No other medications were used except those that raised blood pressure when a problem occurred. The act was measured every 30 minutes unless more frequent monitoring was necessary. During this procedure, the baseline act was 446 seconds, and during the procedure, it was greater than 400 until protamine administration. The oxygenator was red, with no signs of clotting. The pressure was measured downstream of the oxygenator (on the arterial line drain before the aortic cannula) and it corresponded to the average blood pressure measured using the blood sampling method from the patient's radial or femoral artery. During the procedure, after the blood was saturated with co2, the pressure values fluctuated around 45/30~50/35 and the values could not be raised with levonor or ephedrine. Only after the patient left the circulation and underwent aggressive respiration with high gas flows on the ventilator did the co2 level decrease, and immediately thereafter the pressure began to return to normal. It should be noted that the high co2 level in the patient's blood simultaneously caused the rapid exhaustion of the co2 absorber in the anesthesia machine, when the anesthesiologist initiated respiration after the patient left the circulation. The patient underwent surgery in normothermia, without the use of co2 administered to the surgical site. No additional patient complications have been reported as a result of this event. Device evaluation summary: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood & gas flows). The reason for the return was undetermined. Correction d5 (oper of dev): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.